Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The second report of two from the same facility. An (B)(4) without the lower/proximal cerebrospinal fluid (csf) access was reported to be malfunctioning when in contact with a pt. The csf was draining back towards the pt's head through the anti reflux valve. The drain had been in place for a few days (the number of days was unspecified) so the drain was replaced. The next day, the same thing happened with the new drain. Another pt in ICU had the same drain with the same lot number and that drain didn't malfunction. It was noted that the drain was turned "on" to the transducer when this malfunction occurred. When it is turned "off" to the transducer, this malfunction does not occur. The pt did not incur any injury.